Manufacturer narrative:
Internal complaint reference: (B)(4). Paper: cobiation inferior turbinate reduction versus inferior turbinectomy with debrider.

Event description:
It was reported that on literature review cobiation inferior turbinate reduction versus inferior turbinectomy with debrider, 1 patient had a partial exposure and localized infection of the left inferior turbinate 1 month after a turbinate procedure using a reflex coblation wand, 1 other patient had a partial exposure and localized infection of the left inferior turbinate 2 months after a turbinate procedure using a reflex coblation wand. The first event was treated/resolved by receiving electrocoagulation in the operating room, and the second event was cured after change in the medication. For the first event the patient outcome is unknown and for the second one was cured after treated. No further information is available.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar events. Insufficient product identification information was provided and thus an IFU/device labeling review and risk management review could not be conducted. The data presented in the aged article from china was translated and the information was provided on an expanded excel spreadsheet. However, it did not provide insight or relevance to current clinical outcomes for the product/device. Based on the information provided, no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.